Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing for delivery accuracy at the user facility. If the device is received, a follow up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. The pump was returned to the biomedical engineering department with an unsigned note that stated, "putting out twice what it's supposed to. Putting out 2ml for every 1ml". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.